Event description:
It is reported that a .045 zimmer k-wire broke as it was being inserted into the left foot during an arthrodesis procedure in 2008.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Eval summary: the returned k-wire fractured surface appears to be in ductile mode and this is due to combined torsion and bending load confirmed by sem analysis. As returned, the wire is fractured as described above. Scanning electron microscopy analysis showed fatigue striations emanating from circumference. Mid-section part showed dimples indicating final fracture. Sem indicates that the wire most likely broke during combined bending and torsional loading. Energy dispersive spectoscopy analysis of the wire material showed fe, cr, ni and mo elemental peaks typical of a 316l sst. No lot number was provided; therefore, device history could not be reviewed.